Event description:
It was reported that the user requested assistance to perform a factory reset on the ilet after stating they had disrupted their meal announcement algorithm by incorrect meal sizing; the device was reset and returned to bionic mode, and best practices were reviewed. Symptoms included none reported. Outcomes included no alerts or alarms and no medical intervention. Investigation included a review of device reports and user education on meal announcements and meal type selection. Investigation of this case revealed that the device functioned as designed and that user-related meal announcement practices prompted the reset; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with successful resolution through reset and education.